Event description:
Additional information received reports the patient had a loss of therapeutic effect. The patient stated that stimulation helped for a while but "now it's kinda going back to the way it was before." The patient stated, the change has been gradual but it's been "about 2-3 months now" that it hasn't worked as well. The patient stated that "now I can't make it to the bathroom at all before I'm wet." The patient stated, she has device set on program 2 at 2.1 and that she has increased and decreased and it doesn't seem to help. Caller stated she has tried stimulation on all 4 programs. The patient stated that she received no direction from her doctor on when it was appropriate to change programs.

Event description:
It was reported while stimulation was turned on, the patient reports a loss of therapeutic effect. The event or symptoms started about one week or so ago. The patient reports she did fall a couple of times and was not sure whether this was tied to it not working. The patient fell about 2-3 weeks ago first and again last week. It was noted not working on the program it¿s on. The problem started about one week or so go. The patient was feeling the stimulation but not working. The problem was occurring before it was placed. The patient was going thru a bunch of clothes. The patient had fallen a couple of times and wonder if she did something. The patient fall was last week and another fall way back when the patient states about two or three weeks. It was noted that the patient fell on bottom. It was reported the only fall close to implant was last week. The patient fell back against the wall and hit the wall with back. (B)(6) 2012 was noted. The patient¿s left arm has been bothering too much and hasn¿t been able to use it. It was noted going on 3-4 months but healthcare providers were working on it. It was noted that the patient in program 3 at 4.1 volts.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v896802, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).